Manufacturer narrative:
Investigation summary: sample evaluation. We have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. We could not determinate the exactly root cause due to the presence of dry blood inside the syringe. The samples were not decontaminated. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2020 (april 28 - 30th, 2017). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, and nº4220, in lot #7100070 (april 18 - 24th, 2017), and in lot #7112278 (april 24th - may 1st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7114310, #7100033, and #7089480 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7114314, #71100038, #7089481, and #7083117 and no problems, defects or qn related to the reported issue were found. Root cause description: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from bd¿ 5ml syringe plunger rod. Found during use. No serious injury or medical intervention noted.